Event description:
It was reported that the patient was experiencing semi-frequent low flow alarms. The low flow alarms may have been associated with a drop in blood pressure (bp) per the patient's home automatic cuff. The patient was asymptomatic and the alarms typically resolved when the patient was sitting and resting. The patient drank more than 2 liters of water per day and did not have elevated blood pressures. The log files were submitted for review. The event log captured persistent pulsatility index (pi) events throughout the log, shortening the data capture to just a few hours. The cause of the low flows was not confirmed. The patient would undergo a computed tomography angiogram to rule out outflow graft obstruction. Low flows did not completely resolve despite the patient being hydrated and normotensive. It was later communicated on 01jun2026 that the patient was experiencing near constant low flow alarms and a suspect computed tomography angiography (cta). Another set of log files were submitted for review. The event log captured routine event and periods of persistent pulsatility index (pi) events from 21may2026. Additionally, the patient often experienced dizziness and lightheadedness to varying degrees when the events occurred. Provided CT images revealed markedly limited/nondiagnostic for lvad cannula evaluation due to extensive metallic streak artifact from the lvad. Evaluation of the lavd inflow cannula and outflow graft is markedly limited by extensive metallic streak artifact. Apparent filling defects within the inflow cannula and proximal outflow graft appear to opacify on delayed images, favored to represent slow flow/contrast mixing, however thrombus cannot be completely excluded. There were additional findings of a dilated aortic root measuring up to 4.9 cm with an elevated left hemidiaphragm. There were scattered bandlike atelectasis and peripheral reticulations in the lungs included in the field-of-view.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.